Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side seized, jammed and was heavy moving on the k-wire attachment device. It was further determined during the pre-repair diagnostics assessment that the device failed for verify undesirable oscillations and for needle gripping system. It was noted on the service order that the adapter was blocked with the needle, causing improper operation, which caused damage to the internal components requiring change. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
In addition to the initial reported malfunctions, it was also observed during service and evaluation that the adaptor was blocked with a needle due to inappropriate handling. It was further determined that the needle had a diameter of more than 1.6 mm, which caused the damage to the internal components. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.